Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(4) italy. The serial read-out of the pump (real time device parameters and setting recording file) was analyzed and confirmed the reported event. A livanova field service representative was dispatched to the facility and could confirm the reported issue. The motor end stage board was replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a s5 roller pump gave a motor control fault error message during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: in addition to what reported in the last medwatch report (9611109-2022-00605), the affected part was returned to manufacturer's site for a detailed investigation. The investigator could reproduce the reported issue, following a functional test carried out. No external damages, scratches, or residues of dried fluid were identified during the external visual inspection. Repair activity is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: during unit inspection at manufacturer's site a faulty resolver was detected. To solve the issue, the entire pump head, where the resolver is located, needs to be replaced. Therefore, root cause of the reported error code can be traced back to a defective pump resolver. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.